Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Device evaluation indicates that the markings on the returned device it would appear that an attempt was made to place the insert with possible obstruction to the posterior tab. The damage to the anterior face and patellar slope appears to be explanation damage with a sharp instrument. Device history review indicates that the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
It was reported that there was a right knee revised due to tightness in the flexion and extension (arthrofibrosis).

Event description:
It was reported that there was a right knee revised due to tightness in the flexion and extension (arthrofibrosis).